Manufacturer narrative:
During motor rewind, the device returned a drive count or time values or changes incorrect for moving or coasting error. Unable to perform the displacement, rewind, prime , basic occlusion, force sensor, and occlusion tests due to the drive count or time values or changes incorrect for moving or coasting error. Per visual inspection, there was heavy corrosion found on the back of the top of electrical board , the back of the lcd screen, and inside the battery compartment. Motor was tested outside the device , and it passed. Device has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm. Customer blood glucose value was 190 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.